Event description:
It was reported by a patient that they have been experiencing worsened postural orthostatic tachycardia syndrome symptoms since their vns therapy was enabled. No other relevant information is available to date.